Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his daughter dropped the insulin pump into the toilet bowl. The patient's blood glucose at the time of incident was 125 mg/dl. The display remained blank despite multiple battery changes. The customer was unable to perform the self test either. The insulin pump will be returned for analysis.